Event description:
Using a pressure bag for saline flush during arterial access for cerebral angiogram. Pressure bag failed. Was initially inflated at start of procedure and when we tried to re-inflate it as fluid had been used. It would not inflate and was losing pressure.

Event description:
Using a pressure bag for saline flush during arterial access for cerebral angiogram. Pressure bag failed. Was initially inflated at start of procedure and when we tried to re-inflate it as fluid had been used. It would not inflate and was losing pressure.